Event description:
It was reported that the patient saw the low implantable neurostimulator (ins) battery screen. It was stated that the ins turned itself off and it happened intermittently; most recently on monday. The patient thought it may be due to electromagnetic interference (emi).

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type : programmer, patient. Product ID: 3095-10 , serial# (B)(4) , implanted: (B)(6) 2006, product type: extension. Product ID: 3889-28, lot# v001085, implanted: (B)(6) 2006, product type: lead. (B)(4).